Event description:
The site reported the following: a patient with a moderately calcified popliteal and tibial artery lesion presented for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. During the procedure, the catheter became stuck on the jetwire guidewire and was not able to removed. The physical removed the jetstream catheter with the guidewire. The physician then re-wired the vessel with a new jetwire and used a second jetstream catheter to successfully complete the procedure. No adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site. The jetwire guide wire that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited information, we are unable to determine the root cause of the alleged issue. In the event additional information is obtained, a follow-up report will be submitted.